Event description:
The technician alleged that the side rail complete had cables cut with wires touching causing the bed to raise without a function being depressed. No pt impact.

Manufacturer narrative:
The technician replaced the side rail to resolve the issue.